Event description:
It was reported that the lead exhibited intermittent capture and high thresholds. A chest x-ray did not reveal any anomalies. The patient was asymptomatic and preferred no intervention. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.